Event description:
It was reported the pt experienced tingling along the spine after jumping on an inflatable mat. The pt has two device system (lumbar and cervical). The pt has not needed the therapy for two years. The pt was redirected to contact the physician. Add'l info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 6000032200804066.